Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep repaired the connector pins on the interconnect cable. The system was tested and found to be working as intended and put back in service. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and field via 3500a.

Event description:
The customer reported that they did not get an image. No pt injury reported.